Event description:
As reported the patient underwent umbilical hernia repair on (B)(6) 2025 with the implant of a ventralex st mesh. As reported per the rheumatologist, the patient has been experiencing bilateral arthromyalgia in the scapular and pelvic regions for approximately 4 months, with symptoms progressing over several months and of mixed mechanical and inflammatory origin, in the context of a history of shoulder tendinopathy. Reportedly these pains started fifteen (15) days post implantation. In (B)(6) 2026, the rheumatologist noted that these pains were resistant to medium-dose corticosteroid therapy, nonsteroidal anti-inflammatory drugs (nsaids), anti-tnf therapy, tocilizumab, and etanercept. Pain management is ineffective, and the pain is now increasingly unbearable, predominantly at the end of the day and especially at night. In (B)(6) 2026, the patient was seen for a neuromuscular consultation, and the findings revealed no muscle atrophy and did not suggest the presence of a neuromuscular disease. The patient worked as a housekeeper and stopped working due to her pain. Her walking distance is estimated at 500 meters. Decreased mobility in the patient, presence of very diffuse pain reported both during passive movement of the limbs (shoulders, hips) and upon palpation of the joints. Per information provided in follow up: "the patient has not undergone any surgical procedures in addition to the medication administered and wide range of treatments that have been tried and have proved ineffective to date. The patient's current clinical condition has not deteriorated since the rheumatologist sought advice. However, it has deteriorated considerably since march 2025, resulting in the patient taking sick leave due to difficulties with travel and extremely limited mobility, with a walking range assessed at < 500m."

Manufacturer narrative:
As reported, post implant of the ventralex st mesh the patient is experiencing bilateral arthromyalgia in the scapular and pelvic regions, with decreased mobility. Based on the information available, a definitive determination cannot be made regarding the extent to which the ventralex st mesh may be causing or contributing to the patient¿s reported symptoms. The information indicates that the patient remains under a physician¿s care for evaluation and diagnosis of the reported postoperative arthromyalgia. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. A review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.